Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a custom pack while a patient was being fully supported, a significant amount of air was entrained in the circuit. The stopcock located on the negative pressure side of the circuit was observed to have a complete break at the collar on the male luer. A complete circuit change-out was required. The health of the patient was unknown at the time of reporting, as were any long-term effects.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the patient passed away. The clinician could not definitively say if this event caused the death of the patient or if it was preexisting medical conditions/other complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the intervention performed was the complete circuit being exchanged for a new one. The patient is still on mechanical support and it is estimated that they will wake up this week. It was stated that the circuit was fully entrained with air. There was no venting used as the patient was on extracorporeal membrane oxygenation (ECMO). A bubble counter was not used. Air was observed on the computed tomography (CT) scan in the patient. A purge line was not used with the circuit or oxygenator. Correction d2 (product code) <(>&<)> d2.1 (common device name): these fields have been updated. Correction h6.1 (device codes (fdd/annex a): this code has been updated. Correction additional codes img (annex g) component: this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.